Event description:
It was reported that the delivery catheter was difficult to remove after stent placement of the left subclavian - off label use. The doctor was able to remove the delivery system with additional force applied and with no further complications being reported.